Event description:
The customer reported being hospitalized for a week due to high blood glucose over 1173mg/dl, and he has been on insulin drip. The customer felt the insulin pump was malfunctioning. Troubleshooting was performed. Reviewed the alarm history and found no delivery alarms. The caller stated that the alarms happened during the manual prime process. The customer stated that once he changed the infusion set the device delivered the insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.